Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reas0850 showed five other similar product complaint(s) from this lot number. The complaints for this lot number (reas0850) have been reported from the same facility.

Event description:
Facility reported to the sales rep that the clamp is broke on the catheter during the procedure. Device was removed and another device used to complete the procedure. No patient harm was reported. On 4/25/2017 - additional information reported by the sales rep, that the clamp is breaking during dialysis as soon as the nurse is putting pressure on the clamp; causing the clamp to fall apart. The sales rep is not sure if this is when the nurse is clamping or unclamping the device. On 5/11/2017-the facility contact stated that they use peroxide to clean the device prior to dressing change. The facility contact stated the clamps were not brittle. The clamps broke on the back in a "straight clean" line.